Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-22668, 1627487-2020-22670, 1627487-2020-22671. It was reported the patient experienced ineffective therapy. Diagnostics discovered multiple contacts with high impedance. In turn, surgical intervention was undertaken wherein the left s1, right l4 and right l5 drg leads were explanted and replaced. Effective therapy was established postoperatively. It is unknown which leads are related to the issue. Therefore, all the suspected leads are being reported.